Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device/migration of essure device location of device") and abdominal pain lower ("pain/cramps") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, vaginal odor, low back pain and painful periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), pelvic infection ("pelvic infection"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic infection, dysmenorrhoea, dyspareunia, vaginal discharge, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, menorrhagia, pelvic pain, dyspareunia¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, pelvic infection, malposition of essure device location of device, migration of essure device location of device:, dysmenorrhea, dyspareunia, vaginal discharge and pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device/migration of essure device location of device'), abdominal pain lower ('pain/cramps') and pelvic infection ('pelvic infection') in a 39-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: microgestin fe and ortho tri-cyclen. Concurrent conditions included vaginitis, vaginal odor, low back pain and painful periods. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone), clotrimazole, doxycycline, ethinylestradiol;norgestimate (tri-sprintec), fluconazole (diflucan), ketorolac, metronidazole (flagyl) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and pelvic pain ("pain/pelvic pain"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysplasia ("dysplasia") and pruritus ("itching"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced vulvovaginal discomfort ("vulvar irritation"), endometriosis ("endometriosis") and vaginal odour ("vaginal odor"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, meloxicam and surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, bladder disorder, urinary tract disorder, vulvovaginal discomfort, endometriosis, vaginal odour, dysplasia, pruritus and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysplasia, endometriosis, menorrhagia, pelvic infection, pelvic pain, pruritus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, menorrhagia, pelvic pain, dyspareunia¿ lot number: a14903 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device/migration of essure device location of device'), abdominal pain lower ('pain/cramps') and pelvic infection ('pelvic infection') in a 39-year-old female patient who had essure (batch no. A14903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: microgestin fe and ortho tri-cyclen. Concurrent conditions included vaginitis, vaginal odor, low back pain and painful periods. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone), clotrimazole, doxycycline, ethinylestradiol;norgestimate (tri-sprintec), fluconazole (diflucan), ketorolac, metronidazole (flagyl) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("lower back pain") and pelvic pain ("pain/pelvic pain"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysplasia ("dysplasia") and pruritus ("itching"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced vulvovaginal discomfort ("vulvar irritation"), endometriosis ("endometriosis") and vaginal odour ("vaginal odor"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, meloxicam and surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, bladder disorder, urinary tract disorder, vulvovaginal discomfort, endometriosis, vaginal odour, dysplasia, pruritus and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, dysplasia, endometriosis, menorrhagia, pelvic infection, pelvic pain, pruritus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, menorrhagia, pelvic pain, dyspareunia¿ most recent follow-up information incorporated above includes: on 18-may-2020: pfs received- lot number added. New events endometriosis, vulvar irritation, vaginal odor, itching, dysplasia, lower back pain were added. Height, new reporter, lab data, treatment, concomitant and historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramps") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.